Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. (B)(4) pairing test was performed and passed. A review of the share log was performed and failed due to transmitter not being found. The allegation was confirmed. Root cause is no communications. No injury or medical intervention was reported.